Event description:
The duodenovideoscope was returned to the service center with a report of displaying an incorrect image. This does not indicate an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, a dirty plug and cable unit were observed, along with wear of the adhesive around the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, wear of the adhesive around the objective lens was attributed to component failure; however, the cause of the dirty plug and cable unit could not be established. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.